Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 05jun2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's chest closure was delayed due to excessive bleeding that required additional operations on (B)(6) 2018 and (B)(6) 2018. On (B)(6) 2018 a chest washout was performed, the chest cavity was packed, and a right pleural chest tube was placed. On (B)(6) 2018 a mediastinal washout was performed, packing was removed, and the chest was closed. The bleeding event resolved on (B)(6) 2018.